Manufacturer narrative:
Follow up information received on 29-jul-2015 via regulatory authority (case #mw5042812): consumer stated that this report was regarding 2005 essure implants. She reported that essure was inserted on (B)(6) 2015 (discrepant information provided) and the lot number 2005. She developed autoimmune disorder shortly after insertion. She also experienced chronic left lower quadrant pain which after exploratory surgery 3 years later showed adhesions of left side; chronic bloating; fatigue; heavy periods; clotting; cramping; chronic fatigue; chronic tinnitus; depression; anxiety; metal taste in mouth; excessive hair loss; recurrent ovarian cysts; chronic and systemic inflammation of every system; nickel sensitivity; and all were progressively becoming increasingly worse over the years until 2015, she underwent abdominal hysterectomy to remove essure. The pathology report showed ovarian cysts, vascular congestion of tubes and para tubular cysts in tubes, fibroids and ademyosis. Since the removal, her skin has improved; her hair was growing back, no bloating, no pain, no tinnitus, no metal taste, and all blood work has returned to normal. Her energy has returned, and depression and anxiety were gone. She underwent 2 major surgeries due to chronic pain and debilitation after essure implantation and although the coils were placed correctly her body seemed to reject them due to inflammation systemically. Company causality comment: this non-medically confirmed; spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and developed chronic pain. Three years later, she was submitted to an exploratory surgery, which revealed adhesions on left bowel. She also experienced autoimmune disorder and nickel sensitivity. Approximately 10 years after essure insertion, the devices were removed by hysterectomy. The reported events were considered serious due to medical significance. Only nickel sensitivity is listed in the reference safety information for essure. Abdominal adhesions may occur after abdominal/pelvic surgery, peritonitis/abdominal infections and due to endometriosis. In this case, consumer reported adverse events with essure which included nickel sensitivity; initially she was submitted to an exploratory surgery which revealed adhesions on left bowel. Later, a hysterectomy was performed. Pathology report detected adenomyosis. This condition may have been a contributory role in the reported abdominal adhesions. However since consumer related this event to essure insertion procedure (reported as difficult) causality with the suspect insert cannot be excluded. Regarding autoimmune disorder, considering essure local action at fallopian tubes, causality between this event and the suspect insert is considered unlikely. Since a surgical intervention was required for essure removal, this case was regarded as incident. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up information received on 03-sep-2015: the required number of follow-up attempts have been completed with no response to date. Company causality comment: this non-medically confirmed; spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and developed chronic pain. Three years later, she was submitted to an exploratory surgery, which revealed adhesions on left bowel. She also experienced autoimmune disorder and nickel sensitivity. Approximately 10 years after essure insertion, the devices were removed by hysterectomy. The reported events were considered serious due to medical significance. Only nickel sensitivity is listed in the reference safety information for essure. Abdominal adhesions may occur after abdominal/pelvic surgery, peritonitis/abdominal infections and due to endometriosis. In this case, consumer reported adverse events with essure which included nickel sensitivity; initially she was submitted to an exploratory surgery which revealed adhesions on left bowel. Later, a hysterectomy was performed. Pathology report detected adenomyosis. This condition may have been a contributory role in the reported abdominal adhesions. However since consumer related this event to essure insertion procedure (reported as difficult) causality with the suspect insert cannot be excluded. Regarding autoimmune disorder, considering essure local action at fallopian tubes, causality between this event and the suspect insert is considered unlikely. Since a surgical intervention was required for essure removal, this case was regarded as incident. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5040500) in united states on (B)(6) 2015 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2005. The consumer stated that essure was inserted in 2005 and had chronic pain in left lower quadrant until 2009 when an exploratory was done and revealed adhesions on left bowel. She said that this most indicated to be caused by problems with insertion of device on left fallopian tube (inserting physician could not get the coil in smoothly and had to sedate her). Since then, she had continued pain on left side, severe bloating and cysts on left ovary. Recently, she found a doctor who will remove coils via hysterectomy. She also had multitude of other side effects and developed autoimmune disorder after placement. The allergist confirmed nickel allergy (no nickel test was done prior to insertion). Product technical complaint investigation result was received on (B)(4) 2015: the ptc global reference number is (B)(4). Final assessment: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced chronic pain in left lower quadrant until 2009 when an exploratory was done and revealed adhesions on left bowel. This event is serious due to medical importance and unlisted in the reference safety information for essure. Some causes of abdominal adhesions are abdominal surgery, peritonitis and endometriosis. Although the exact cause for occurrence of this event is unknown, a causal relationship with suspect insert cannot be excluded. Due to the intervention performed, this case was regarded as incident. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs